Event description:
Rptr has been a trauma rn for 21 yrs. They had an event several years ago working in a busy ER. Rptr had a pt that drove their car into a wall, and was bleeding everywhere. The blood pressure cuff used could be wrung out with blood soaking it. Rptr moved this pt to surgery where they coded and died. Rptr came back to the same trauma room to find another car wreck with cuts over the upper body and the same bloody cuff was being used on this pt. It later was learned that the pt that died was hiv and hepatitis b positive. This is not an isolated incident. Rptr has spoken to thousands of ems workers that tell of placing known bloody contaminated blood pressure cuffs back in their bag with no regard to cleaning. Rptr knows of no private dr's office or even blood banks that concern themselves with blood or contamination of the single most commonly used medical device - the blood pressure cuff. During the 19th century, women in childbirth were dying at alarming rates in europe and the united states. Up to 25% of women who delivered their babies in hosps died from puerperal sepsis, which was passed on by the unwashed hands of drs. Rptr likens the lack of concern for blood pressure cuff contamination to this same ignoring attitude. All the published research tells how filthy and bloody the blood pressure cuffs in daily use have become. One author, dr hall in atlanta, advocates changing the level of disinfection for blood pressure cuffs after his research found 37% of the cuffs ready for use in surgery had blood contamination. With 2 million nosocomial infections per year this issue of contaminated cuffs needs to be addressed. One study at cornell univ tested cuffs and found 99% were microbially contaminated.